Event description:
Renasys go did not give an alarm / notification of a blockage.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Manufacturer narrative:
Device performance evaluation was not possible, as the device was not returned. Given an unknown serial number, neither a complaint history review nor a device service report can be researched. Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. This complaint is therefore deemed inconclusive. Based on the information provided the patient had a foot wound, it is possible that pooling of exudate on the dressing occurred due to the position of the device related to the wound site. It is uncertain if the device and system tubing were positioned level or below the wound as recommended by instructions for use (IFU) for the renasys go pump and the renasys kits. Additionally, it may be helpful to review dressing application, choice of wound filler, and pressure settings with clinician. In response to similar complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Renasys go did not give an alarm / notification of a blockage.